Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter continued to display ¿apply sample¿ instead of counting down and providing a result after a sample had been applied to the test strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter issue began at 6pm on (B)(6) 2017. The patient did not state what medication(s) (if any) they take to manage their diabetes but stated that they did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient sated that 4 days after the alleged product issue started they developed symptoms of ¿blurry vision, low energy and fatigued¿; however, did not require any treatment as a result of these symptoms. At the time of troubleshooting the cca walked the patient through a retest and noted that the patient successfully obtained a reading with the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.